Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise over-sensing where the noise varied in the amplitude. No intervention was made. There was no patient's symptoms reported.

Event description:
Additional information received indicated that the right ventricular (rv) lead was capped and replaced on 29 aug 2024.

Event description:
Additional information received indicated that the right ventricular (rv) lead exhibited noise over-sensing which led to pacing inhibition. The rv lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise over-sensing. No intervention was made. There were no patient symptoms reported.

Manufacturer narrative:
Correction: b5, h6.